Manufacturer narrative:
One mz1000 china sample was received without packaging for investigation; no connecting product was available to aid the investigation. The customer reported that the affected sample as from lot 25035127 and that "during product use, liquid flow stoppage occurred". Additional information noted that this occurred during priming with a 5ml weigao pre-filled syringe, and that no visible damage was observed. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The sample was then subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe, and no restriction or occlusion of flow was observed. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 25035127 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a potential cause for the customer's experience could not be determined, previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product family in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter, translated from chinese to english: the product stopped dispensing liquid during use; 8 units were affected, 1 sample can be returned, no photos provided. Additional information received from the customer: please confirm the number of products affected? Please confirm if this is the quantity that displayed the defect and not the total order quantity? The customer reported that this issue has occurred multiple times recently, with at least ten such cases encountered, but only one sample is available. Please confirm how the fault was identified? Discovered during flushing with the pre-filled syringe tubing. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Flush phase, one day. Please confirm the make and model of the connecting product(s)? Weigao pre-filled syringe, 5ml. I previously mailed the weigao pre-filled syringe in the previous complaint case pr# (B)(4). Please confirm if there is any visible damage on the set such as cracks, flashes or deformation of the piston? No visible cracks. Please confirm what substance was being infused during the time of the event? Saline solution. Was there any patient harm? No injury. Was there an under infusion? None.